Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: clinician 1 also reported IV sets are more sensitive during priming for ail. They have started to prime slowly but reported that they previously primed quickly without any issues.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the set primed slower than normal could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: clinician 1 also reported IV sets are more sensitive during priming for ail. They have started to prime slowly but reported that they previously primed quickly without any issues.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.